Manufacturer narrative:
B5 is being updated to include related device information not included in the initial report. The revised b5 provides a complete event narrative. D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect product was returned and investigation is underway. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. The manufacturer was notified that the event reported in the initial MDR 1220648-2025-48708 was also reported to the food and drug administration through the medsun program submitted nov-2025 with medsun report number (B)(4). This submission is to document the receipt of the medsun notification and to link the medsun report number to the previous submitted MDR.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced a loss of placement signal waveforms on the device. It was reported that the patient was previously placed on impella cp support but subsequent to the patient¿s worsening conditions, the decision was made to escalate support to an impella 5.5. The impella 5.5 was placed without reported complications, and the impella cp was explanted. On support day 2, it was reported that the placement signal was erratic and reading falsely high pressures of 270/112 mmhg. The nurse observed that the placement signal would occasionally dash out and then re-appear with elevated pressures. It was noted that the patient¿s hemodynamics were stable and unchanged and there were no alarms observed on the automated controller unit. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was later explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 65 year old female patient. Patient was previously placed on impella cp support early this morning. Drips were increased over the course of the morning and patient began to worsen significantly. Decision was made to escalate support to impella 5.5. Right aortic arch to place graft and insert impella 5.5. 8mm graft was placed and peel away was inserted into graft site. Impella was inserted over .018 wire at axillary site while impella cp was pulled back and removed at groin site. Flouro and transesophageal echocardiogram used to visualize placement and insertion of both pumps. Groin site was closed successfully and impella 5.5 was placed without issue. Wire was removed and impella 5.5 was gradually increased to p8. Plan for patient to remain on impella support until point-of-care testing can be determined. Planning to bridge to either left ventricular assist device or transplant is possible. Axillary site was sutured and dressed appropriately. 3 point fixation was placed slack was removed.